Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level increased to 17.9 mmol/l (322.2 mg/dl) while wearing the pod for approximately 24 to 36 hours. The patient experienced persistent elevated glucose levels and noticed the smell of insulin while wearing the pod, which prompted its removal. Upon removal of the pod from the infusion site on the arm, the cannula was found to be bent, and a wet spot was observed at the site. As treatment, the patient administered insulin using an insulin pen.